Event description:
Statement of the reported problem: philips received a complaint on an intellivue x3 patient monitor indicating that there was a technical issue with the speaker. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. Functional testing/service repair/technical investigation: the product associated with the event was returned and evaluation/analysis was performed. The engineer determined that the cause was the main board. Confirmation: based on the information available, the cause of the reported problem was the main board. The reported problem was confirmed. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Risk analysis: no risk analysis or reports were needed. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: the main board was replaced to resolve the issue, and the device was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).